Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that during preventative maintenance, it was observed that the devices touchscreen was malfunctioning and was unable to calibrate. Need to replace the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The asp ordered a touchscreen for the repair of the device.

Manufacturer narrative:
H10: a field service engineer (fse) went to site and replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.